Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that surgical intervention was undertaken to explant and replace this electrode. Upon explant, insulation damage was also observed. The electrode was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that analysis of this product was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the reported clinical observations and identified a conductor fracture and insulation damage 32.6 centimeters (cm) from the terminal pin.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements greater than 400 ohms. It was reported that the patient had recently fallen and fell on their chest. A chest x-ray was taken and noted a lead fracture. The lead fracture was felt to be related to the patient fall. Tachycardia therapy was programmed off. This product remains implanted and in service. No adverse patient effects were reported.